Event description:
Crd_1059 - vista nova, patient site ID: (B)(6) (r1009326901). It was reported that on (B)(6) 2026, an unknown navitor valve was chosen for implant. A left bundle branch block occurred after valve implant. A decision was made to implant a permanent pacemaker on (B)(6) 2026.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.